Manufacturer narrative:
A1-5: select patient information cannot be provided due to regional privacy regulations. H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was incorrect level labelling during planning. The patient was scanned with a medtronic imaging system during a scan and plan guidance system procedure. The lumbar spine, including the sacrum, could be identified on the scan. The booked procedure was l3-l5 posterior lumbar interbody fusion (plif). When the imaging was segmented and labelled by the surgeon under the direction of another surgeon, the patient's l4 vertebra was segmented and labelled as l5. Screws were then planned and executed via a midline transfascial approach according to the l3-l5 vertebral bodies in the software (corresponding to l2-l4 in the patient). Once the screws were implanted and the midline opened, the surgeon immediately suspected incorrect vertebral level of screw placement. The top two screws were immediately removed and the medtronic imaging system was brought back in with medtronic navigation system to scan the region and place the two remaining screws in l5. Following this, the surgery was completed without further incident. No bone work had been performed on l2. All screws had been accurate and in their pedicle and there was no immediate harm to the patient. It should be noted that the surgeon reported the patient's l5 vertebra was transitional/sacralised. There was no patient harm and the surgery was not delayed.